Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. H6: proposed component code: mechanical (g04) - rasp. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a broach was observed to be chipped on the side during the procedure. The surgical technique was utilized; there was no surgical delay. No foreign bodies were retained as the affected size was not used in the patient. Attempts have been made and no further information has been provided.